Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version#: 4.3.0, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that intended "image frame rates were below recommended levels. Reconnected the cable between the imaging system and mobile viewing station and rebooted the mobile viewing station. If the problem persisted, contact technical service." Message was not shown during full regression testing. While running the functional test regression verification protocol, verify # 2 fails. The "early termination" message dialog could be seen, but no "image frame rates were below recommended levels. Reconnected the cable between the imaging system and mobile viewing station and rebooted the mobile viewing station. If the problem persisted, contact technical service. Message was shown. There was no patient present during the event.